Event description:
It was reported that when using the bd pyxis¿ medbank tower experienced a drawer issue. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that multiple drawers were not responding. Further the fse found some kind of fluid had been spilled down the front left corner of the cabinet and for that 3 drawers (7, 8 and 10) were damage. Then the fse replaced the 2 module controllers, 3 drawer controllers, 1 row board cable and 1 row board. Then replaced row a and row board cable for drawer 8 and 10. After that the fse tested in tester app. The system functioned as intended after the field service engineer repaired the device.